Manufacturer narrative:
Analysis of the stimloc clip found no anomaly.

Manufacturer narrative:
Concomitant products: product ID 924256, lot# 082215513a, product type accessory; product ID neu_stimloc_acc, product type accessory; product ID 924256, lot# 082215513a, product type accessory. (B)(4).

Event description:
It was reported that the lead anchoring device cap was broken. It was noted that the lead anchoring device did not hold the electrode and the click did not occur. It was noted that the product would be returned and a different product was used. It was noted that there were no patient symptoms associated with the event. Additional information received reported that there were no further diagnostics performed. It was noted that the patient received effective therapy with the device that was used. It was noted that the product was returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.